Event description:
It was reported that the reporter was unable to adjust the stimulation on the patient¿s implantable neurostimulator (ins). The first overdischarge (od) condition was confirmed on the ins as the patient reported that they had not charged or used the device for over 2 months. Device interrogation was attempted as part of the diagnostics and troubleshooting for the event. There were no reported patient symptoms or complications associated with the event. The patient was to meet with the manufacturer¿s representative on (B)(6) 2015 to perform a physician mode recharge (pmr) procedure. The patient status at the time of report was noted as ¿alive ¿ no injury.¿ it was later reported that they were replacing the ins due to the od. It was the patient¿s first od but it was in od for about 6 months. They were unable to recover and thus chose to replace it. It was noted that there was good therapy prior to the ins depletion. It was later reported that the patient was receiving effective therapy and was reporting no further issues.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).